Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) (specific blood glucose levels not provided). The personal diabetes manager (pdm) reportedly alarmed and the screen went blank. The patient was unable to reset the alarm and could no longer use the pdm. The patient was treated with an insulin drip and was released from the hospital after three days.